Event description:
The customer reported that the system displayed poor image. No pt injury was reported.

Manufacturer narrative:
The ge svc rep tested the system by moving the cable while producting fluoro to test for intermittent cable connections. He checked pts from that day's studies, pt size along with not being in the auto mode may have contributed to poor image, i.e. 120 kv@33ma hlf manual. On some images selected, pressing the auto contrast/brightness button shows the needle not visible in non-auto mode. The pt exam performed after call placed was normal, sized pt in auto mode and image has very good quality. He did find contrast brightness adjustment required and performed same. The rep retrieved log files and left the system to charge overnight to level battery charge. He formatted the cine drive two times to attempt removal of cine error at boot-up, will order and replace cine parts.